Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the label image was viewed and the sizing was clearly stated on the label. The actual labels used were not available for review, so a determination as to the condition when used could not be made. The root caused was determined to be due to error during the surgical procedure.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2014. During the procedure, a medium sized tibial bearing was implanted in error instead of a large sized tibial bearing. There is no reported revision procedure to date.